Event description:
It was reported that a (B)(6) year-old caucasian female patient involved in a study underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated after a routine mammogram she was informed she may have a bilateral capsular contracture of her breasts and bilateral rupturing of her breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If more information is provided, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-03810 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2023, the mentor analysis lab received the suspect medical device for evaluation. On may 30, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 13.2 cm. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 09, 2023, mentor received additional information. The patient was diagnosed with bilaterally ruptured breast implants using magnetic resonance imaging. As a result, the patient was scheduled for removal on (B)(6), 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, possible contracture. Date of explantation: (B)(6), 2023. Manufacturer¿s reference number: (B)(4).